Event description:
It was reported that, "during the scorpio nrg tka, when the surgeon was screwing the base plate with the 6.5 cancellous bone screw 25mm, the threads contacted the screw hole and it was shaved."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.